Event description:
The pump was determined to be flipped. No pt symptoms were reported. A pump pocket revision was scheduled. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.